Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that an advanix biliary stent was used during an endoscopic ultrasound/endoscopic retrograde cholangiopancreatography (ercp) procedure in the papila performed on (B)(6) 2021. During the procedure, it was noticed that the push catheter was broken into two or more pieces. The broken pieces were successfully removed with rat tooth forceps. It was reported that the stent was unable to be placed. There were no serious injuries nor were there any adverse patient effects reported as a result of this event.